Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no workmanship or process issues, however there might be repetitive failures and similar complaints related to this event. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:04:20. During night drain cycle two, the patient's ultrafiltration reading was 1331ml, indicating the home patient drained 1331ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.